Event description:
A customer cut her finger after snapping open a glass ampoule of control material a per directions for use. As a result of this injury this person required stitches and was given a tetanus booster inoculation. The facility has two types of control material for use with the I-stat system and could not specify which control was used at the time. The two types of control are described below. The customer identified the vial had a level number 3 on the label. I-stat control levels 1,2,3-a buffered aqueous solution for in vitro diagnostic use for quality control on the I-stat system. The control solutions do not contain human serum or serum products, but do contain buffers and preservatives. Rna medical hematocrit control levels 1,2,3-a buffered aqueous solution containing electrolytes and non-conductive ingredients. This control solution contains no red blood cells, no human or biological materials.